Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Although the customer reported electrical shock, in all practicality they probably experienced static shock. The battery for case (B)(4) is a 230 milliamp (mah) lithium (coin cell) battery. Lithium batteries typically have high internal impedance, limiting their maximum current to surprisingly low values. The volumes of which are far too low to produce sufficient enough current to penetrate through the skin or muscle, thereby causing electrical shock. There was no complaint of any injury. There is nothing in our complaints, tracking and trending data, or any of our other quality system processes to indicate a problem with our meters which manifests in this way. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she experienced an electrical shock when she touched the plastic tab sticking at the left side at the back of the meter. Customer said she felt numbness on her fingers. Was not able to determine when the incident occurred. There was no report of death, serious injury or mistreatment associated with this event.